Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead with another manufacturer's implantable cardioverter defibrillator (ICD), low amplitude measurements and low out of range pacing impedance measurements less than 200 ohms were observed. This lead was attempted, but implanted. Another rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin, multiple cuts in the lead insulation with corresponding cuts in the suture sleeve, dried blood/body fluid was noted in the lumen in the area of the cuts. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A pressure test of the outer insulation was not performed due to the the cuts in the lead insulation. Laboratory analysis did not confirm the reported observations.